Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case the cause of aortic stenosis is unknown; however, it could be related to the patient¿s advanced age ((B)(6) y/o) and significant co-morbidities (chronic kidney disease). There is no indication that the patient died as a result of valve dysfunction. There was no treatment reported. Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the s3u clinical trial, approximately 2 years and 8 months post implantation of a sapien 3 valve, "severe aortic stenosis" was noted on echo (tte). The mean gradient across the aortic valve measured 41mmhg and peak gradient was 67mmhg with a valve area of 0.63cm2. Review of serial echo report revealed that the peak and mean transvalvular gradients of 38mmhg and 22.80mmhg with no paravalvular (pvl) or central aortic insufficiency (cai) at 30 day post implant. In addition, the patient was admitted to the local hospital with septic shock (associated with severe c. Difficile infection). No treatment was performed for the aortic stenosis as the patient expired prior to intervention.